Event description:
Related manufacturer report number: 2017865-2022-16068. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing resulting in pacing inhibition. No changes or intervention was reported. The patient condition was stable.